Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event occurred in a unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported the male piece at the end of plum primary tubing set was breaking off in the extension tubing. There were no injuries nor adverse event.